Event description:
It was reported that there was a lead integrity alert (lia) due to oversensing and noise on the right ventricular (rv) lead. A lead revision was attempted however the patient's hemoglobin was too low to proceed with the procedure. At that time the detections were turned off. A few days later the rv lead was explanted. During the explant the rv lead was difficult to retract. The lead was partially cut and the remaining lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Performance data was collected from the device and analyzed. Analysis revealed two patient alerts for lead failure predictor on (B)(6) 2012. Also noted was 15 ventricular non-sustained tachycardia events less than or equal to 210 milliseconds on (B)(6) 2013, one ventricular fibrillation episode equal to 170 milliseconds with an average ventricular cycle on (B)(6) 2012. There were ventricular short interval counts equal to 2818 counts in 144.7 days between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter), and oversensing associated with the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.